Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's numbers were ramping up as well when enter carbohydrates into the insulin pump. The customer's blood glucose was 339 mg/dl. Troubleshooting was done. The customer was sleeping when the alarm occurred so it was possible that he was laying on the insulin pump and unknowingly pressing a button. It was further stated that the customer had to keep replacing the batteries on a frequent basis during a period of one month. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.